Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reporte event.additional information has been requested. Should it become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
The procedure was a difficult cto of the left iliac via a brachial approach. The sheath had been in the patient for over 4hrs. Crossed with .035 wire. The physician went in with the visi-pro but would not cross the lesion. The physician decided to advance the sheath through the lesion, then position the stent inside the sheath, and then pull back on the sheath to deploy the stent. The sheath was advanced with resistance and the stent was then advanced with resistance. When the physician attempted to pull back on the sheath the entire system (sheath and stent) were stuck. Attempts were made to remove everything and abort the case, however, nothing would move and the vascular surgeon was notified.